Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * what was done to retrieve the broken piece? For example, another incision, second surgery? * was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? * how long was the delay? * how was the bleeding and occlusion treated during surgery? * how much blood was lost? Was any transfusion necessary? * were there any unexpected outcomes or complications as a result of the prolonged surgery time, increase patient bleeding and prolonged vascular occlusion time? * what is the most current patient health status and condition? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a left carotid endarterectomy procedure on (B)(6) 2024 and suture was used. The patient had severe stenosis of the left internal carotid artery. After evaluation, the patient underwent surgery. At 14:00, when using suture to suture the blood vessel, the proximal end of the needle broke on its own without being clamped. The doctor immediately removed the broken object from the patient's body and replaced it with a new suture to successfully complete the vascular suturing. This event resulted in prolonged suturing time, prolonged vascular occlusion time, and increased patient bleeding. Additional information was requested.